Event description:
It has been reported to philips that the wireless footswitch was not working. No harm has been reported to philips.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, this complaint is not related to the issue addressed in medical device correction z-0476-2022. It is unknown if the system was in clinical use or not. Patient and the procedure outcome are unknown due to insufficient information. The philips remote service engineer (rse) inspected the system remotely and confirmed that the wireless foot switch was not working. The battery led was solid red, and the wi-fi light was flashing red. The philips field service engineer (fse) inspected the system onsite and noticed that the power led was on in the base station. To resolve the issue the fse replaced both the wireless footswitch and the wireless base station. After the replacement of both parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.